Event description:
It was reported that the spider 2 was not locking into place. Incident occurred before the procedure; therefore, there was no patient involvement.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the indexing handle was snapped off. Part of the handle was still attached. A functional evaluation found that the unit could not be locked in place at the rotational clamp. The unit passed the weight test. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use or the application of excess torque upon the handle.